Event description:
Infant admitted for plastics reconstruction s/p dog bite injury. On routine cxr (chest x-ray) today, 8 fr post-pyloric feeding tube was found to be broken in 2 places inside patient. Patient intubated; jaw previously wired shut, had been in or few days earlier. Lips remained sutured closed on one side. Patient had been receiving continuous post-pyloric feeds. Radiologist read on cxr: "interval discontinuity of the jejunal feeding tube at the level of the gastric fundus". Mds notified, feeds were held. Plastics came to bedside, patient was scoped and both portions of feeding tube were retrieved. Both ends of the tube (at broken site) appeared to have burst. Investigation to manufacturer regarding feeding tube as I saw a similar feeding tube a while back. Per staff, it was also an 8 fr tube. The last 30cm of tubing (which included part broken) was very discolored - dark brown. This event had minimal temporary harm to the patient.